Event description:
The customer reported that the footswitch on the 6800 system would stick and not shut off after release. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative separated the outer metal casing of the pedal. The system was tested and is operating as intended. This event may have resulted in an accidental radiation occurrence.